Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0qwh2, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported via a manufacturing representative that she had pain at the site of implant. It started 6 months after the implant. It seemed to stop when stim was turned off. There was some pain at lead introduction point as well. It was indicated that all four programs in her programmer seemed to cause discomfort. The patient had appointment with health care provider (hcp) on (B)(6). The issue was not resolved at the time of this report. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received from the representative reports the cause of the pain at implant and lead insertion site was not determined. The patient tried different programs over the phone and patient stated all caused discomfort. The patient met with doctor on (B)(6) and the representative haven't heard results or what action he will take. Additional information was received from a healthcare provider (hcp) via manufacturer representative (rep). It was reported the patient had requested the device be explanted due to pain at the pocket site and lack of therapy. Programming was the only interventions taken to resolve the issue before the explant was completed on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.